Event description:
It was reported that patient had thr in (B)(6) 2018 and was doing well until sudden onset of mid shaft thigh pain. Upon check on x-ray, was noted that stem subsided ans surgeon changed size of stem and remove head as well.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subsided stem cannot be determined. However, based on the physician¿s report the likely cause of the subsiding stem was due to the undersized implantation stem prosthesis. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.